Event description:
It was reported that whenever the patient finished recharging, they had the implantable neurostimulator (ins) battery shaded screen, not full ins screen. Then they removed the implantable neurostimulator recharger (insr) antenna, the stimulation turned off and they had to turn it back on. The patient typically recharged every two weeks. It didn¿t appear that the patient was pushing any additional buttons. The patient would be recharging in about 1.5 weeks to call for live troubleshooting. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).